Manufacturer narrative:
On (B)(6) 2013, ortho clinical diagnostics (ocd) notified customers ((B)(4)) of an ortho verseia® pipetter software issue that can occur during plate processing when the verseia® pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia® pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s nj district on 27 august 2013 per recall number ortho verseia® pipetter ¿ recall #: 2250051-08/27/2013-001-c.

Event description:
As a result of the investigation of complaint (B)(4), it was discovered that plate dc0819 also had the same no tip error resulting in wells not being pipetted but not showing "pipette missing" on the report. Contacted customer to determine if plate was invalid on the osp or if was discarded prior to processing. Per the customer the plate was deleted as an "unread plate" prior to processing on the osp. The root cause for the probe not to dispense in the microwell has been identified to be related to a software issue and the failure mode is documented in nc (B)(4). The investigation is still ongoing.

Manufacturer narrative:
On august 21, 2013, ortho clinical diagnostics (ocd) notified customers (cl13-255) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s new york district office was notified of this issue on (B)(6) 2012 per recall number 1319681-12/20/2012-001-c. (B)(4).